Event description:
Voluntary medwatch received states that the atrial lead exhibited loss of capture, noise over-sensing, and low pacing impedance. No intervention was made. There were no patient consequences reported.